Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting error code 110b check vent: proximal pressure sensor auto zero failed. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer reported that the device was generating a 110b error related to proximal pressure. Troubleshooting was performed with the customer, who confirmed the error code in the event log and noted that it occurred once. The customer was informed that the manufacturer recommends verifying pin alignment between the solenoids and the data acquisition (da) printed circuit board assembly (pcba), replacing the proximal auto-zero solenoids (sol 3 and sol 4), and replacing the da pcba. The customer stated that the flow sensor has already been replaced and that they will verify proper seating of the da board. If the da board is confirmed to be seated correctly, the customer indicated they will order a replacement da board and is requesting the part number and pricing for the replacement. The investigation is ongoing.